Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd totalys slideprep, there was mis-association of one patient sample to another. The instrument was running in the incorrect mode, and the slide was made without matching it to the correct barcode. No adverse impact or results were reported regarding the patient or user.

Manufacturer narrative:
The complaint alleges the slideprep instrument (catalog number 491346 and serial number (B)(6) had possible contamination. Customer reported contamination of the prepared specimen is suspected. Specimens may have been prepared from different specimens. Service confirmed issue related to setting change from ¿remote station¿ to ¿positional¿. In previous service visit, the setting was changed from ¿remote station¿ to ¿positional¿ when conducting a water run to confirm functionality of the instrument. Service changed the processing setting back to ¿remote station¿ and verified the correct specimen was transferred to the correct slide; the instrument was turned back over to the customer for normal use. Service investigation revealed a potential sample mismatch, therefore there is no contamination as original reported by the customer. This complaint is not a confirmed failure of the instrument, and the root cause attributed to fse error. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor trends associated with the failure mode described in this complaint.

Event description:
It was reported while using bd totalys slideprep, there was mis-association of one patient sample to another. The instrument was running in the incorrect mode, and the slide was made without matching it to the correct barcode. No adverse impact or results were reported regarding the patient or user.